Event description:
The customer reported that while the monitor was in use on a pt, the user inadvertently connected the non-invasive blood pressure hose connection to the IV tubing. The IV tubing and the monitor hose both have a "luer-loc" type connector. Blood traveled through the blood pressure hose into the monitor. The monitor shorted out and shut down. No pt injury was reported.